Event description:
A caller reported multiple occlusion alarms. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Although there were recurring occlusion issues, the caller declined further assistance.